Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as aug 1, 2018 on the initial report. This date has been updated to sep 27, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings of the attachment device were damaged. The assignable root cause was determined to be due to wear from normal use and servicing. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device was generating heat when the device started working. It was not reported if the event occurred during a surgical procedure. It was not reported if there was delay to a planned procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.